Manufacturer narrative:
The (B)(4) instructions for use contains the following: safety tips: never allow the cable connected to these devices to be in contact with skin of the patient or operator during electrosurgical activations. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.

Event description:
Nurse was scrubbing field and had her hand over the cord of the pencil. Pencil was in the holster. There was a retractor nearby and nurse doesn't remember if she touched the retractor, but felt a shock and noticed a burn hole through her gown. Nurse mentioned that she received a superficial burn but was doing fine. She cleaned up the burn and continued working. Patient was fine. Patient did not receive any injuries.